Event description:
It was reported to philips that the system gave alerts indicating the tube current was out of range and tube arcing, preventing x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned, non-emergency cardiac arrhythmia treatment, which was successfully completed using an alternative system. The philips field service engineer (fse) inspected the system on-site and found that the system failed to produce x-rays. Analysis of the log file showed a tube current was out of range, which confirmed the reported malfunction. Upon troubleshooting, the fse determined that the x-ray tube and generator needed calibration. To resolve the issue, the fse carried out calibration procedures on the x-ray tube, generator, and detector. The high-voltage cable ends were inspected and cleaned. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.